Event description:
It was reported, the pt had increased pain due to withdrawal. This was the pt's third pump. It was reported, the actual residual volume was greater than the expected residual volume. A dye study test was scheduled at the doctor's office for (B)(6) 2010. Additional info has been requested and will be made available as follow up as info becomes available. For second implant refer to MFR report # 3007566237201005802. For first implant refer to MFR report # 6000030201005801.

Manufacturer narrative:
(B)(4).